Event description:
It was reported by the patient that they had a pod where the needle did not retract from the cannula after activation. The patient's blood glucose levels were high, over 500 mg/dl. The pod was worn for 48 hours before the issue was realized.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that they had a pod where the needle did not retract from the cannula after activation. The patient's blood glucose levels were high, over 500 mg/dl. The pod was worn for 48 hours before the issue was realized.

Manufacturer narrative:
The device was received partially deployed. The slide insert was visible in the viewing window and the and the linkage assembly was in the fully deployed state. During initial inspection of the device, blood was observed on the adhesive pad, and the formed needle was visible in the exposed portion of the soft cannula. Upon removal of the top housing the formed needle was found to be disengaged with the slide retract, indicating that the formed needle was installed incorrectly, which is why the formed needle did not retract after deployment. Upon inspection of the needle mechanism, damage was found to the slide retract due to incorrectly installed formed needle. Both the needle not retracting and the bleeding/bruising event were caused by the incorrectly installed formed needle. The download data returned an 0x18 alarm indicating that the plunger ran to the empty fill level. Timeouts were observed in the data, but no drive stalls. Inspection of the fluid path found that the plunger ran to empty, which confirms the 0x18 alarm. The timeouts were found to be caused by the plunger reaching the bottom of the reservoir. Fluid was able to flow through the fluid path as intended. No other damages or deficiencies were found during the investigation.